Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the fluid path components found the exposed portion of the soft cannula to be kinked. It could not be determined when or how this damage occurred. Though the soft cannula was found to be damaged, fluid flowed freely through the complete fluid path. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. The device was received with the cannula assembly fully deployed. The device was inspected, and no evidence of blood was found. No damages or deficiencies were observed that would cause bleeding or bruising at the infusion site. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 14.2 mmol/l (255.6 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent and the site had a bruise. As treatment, a new pod was placed.